Event description:
Correction: it was reported that the patient presented to the ed because he felt like he was ¿getting too much medicine.¿ the patient was awake and indicated the ¿this had happened before.¿ the healthcare provider (hcp) had tried to reach the managing hcp, but had not heard back yet. Additional information received reported that the patient had no other drugs in the pump besides baclofen at the time of the event. The patient was also taking baclofen, cymbalta, zofran, oxycontin, crestor, and flomax at the time of the event. The patient also experienced spasticity. The patient was refilled on (B)(6) 2014. The patient was reportedly back to baseline. Please refer to mfg. Report # 3004209178-2014-04917, as the overdose happened after a missed refill and increased spasticity/pain.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient presented to the ed because he felt like he was ¿getting too much medicine.¿ the patient was awake and indicated the ¿this had happened before.¿ the healthcare provider (hcp) had tried to reach the managing hcp, but had not heard back yet. Additional information received reported that the patient had no other drugs in the pump besides baclofen at the time of the event. The patient was also taking baclofen, cymbalta, zofran, oxycontin, crestor, and flomax at the time of the event. The patient also experienced severe muscle spasms. The patient was refilled on (B)(6) 2014. The patient was not reportedly back to baseline. Please refer to mfg. Report # 3004209178-2014-04917, as the overdose happened after a missed refill and increased spasticity/pain.